Event description:
The manufacturer received information alleging a "ventilator service now" error occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, the customer¿s complaint was confirmed, and a "service required" codes were found in the ventilator's downloaded error log. The device's oxygen, board kit and wire harness need to be replaced to address the issues. Additionally, inspected device per pur pur5103123 v02; device did not come in with either a threaded cap or power cable, so I will provide one of each. Incoming ctq screening per 1002735 v19 shows no damaged components. While replacing the obm pca, it was found that one of the flow elements was significantly yellowed. The device passed final test.